Event description:
Event (cc# 98-01188) check "cath kink" alarm sounded from the pump. The catheter was checked and no kink was noted. The iab would not inflate all the way. The pump was changed and the same alarm check "cath kink" sounded so the iab was removed. (Multiple event to customer complaint number 98-01187) on 10/13/98, the following was reported to datascope: the pump was working fine until the first alarm sounded "check iab catheter" and "leak in iab". The pump continued to alarm even after the nurse tried to figure out the type of problem she was having with the iab. The pump continued to alarm with messages. The doctor noted abnormalities in the arterial waveform plus the inability to appropriately set the inflation and deflation settings. Blood flecks were noted in the catheter tubing. The iab was removed and another was not inserted into the patient. The patient remained stable after the event. The patient's heart was able to provide adequate support without assistance from the iabp. There was no patient injury or complication as a result of the event on 9/18/98. It was reported that the patient expired on 9/20/98 from other complications. [Event complications]: unknown - reported 9/18/98; none - rpt'd 10/13/98. [Patient's current status]: expired-rpt'd 10/13/98.